Manufacturer narrative:
(B)(6). Estimated date of occurrence. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Eight unused sterile proglide devices with the same lot number, 30624k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or quality deficiency was detected. A cause for the complaint device reported event could not be determined based on the investigation findings from the tested sample. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the thumb advancer could not be advanced and the clip could not be deployed. Manual arterial compression followed by a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.